Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6, -10.0/+1.5/113 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2022. The patient experienced elevated intraocular pressure and pigment dispersion. On (B)(6) 2022 secondary yag was performed. Per updated information as of (B)(6) 2022 intraocular pressure was 42mmhg, patient is being monitored with medication. The cause of the event was reported as unknown. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
B5: per updated information, the lens was explanted on (B)(6) 2022. The reporter stated, "persistent inflammation, high iop, vaulting ½ cornea thickness. Explanted to control inflammation. And to better manage iop". Claim (B)(4).